Event description:
It was reported that the batteries came out of the patient programmer yesterday and the patient put them back in, but the programmer wouldn¿t power up. The batteries were not in the correct direction and the programmer was now working. The patient was set on program 2 at 1.2v. A few months ago the patient periodically had to adjust stimulation to get relief. At one time the patient increased to 1.5v, but it was too strong and they felt an electric charge from their right hip to groin and through the testicle to the right leg to foot. This occasionally curled the patient¿s toes. The therapy was not controlling the bladder and the patient had problems again. The patient did not have many options because they were close to kidney failure and had many surgeries and many things removed. The patient had other medical issues that had gone wrong. The patient¿s health care provider (hcp) was not familiar with the therapy. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va00n2q, implanted: 2012-11-16, product type: lead. (B)(4)